Event description:
It was reported that during a lap chole procedure, the doctor reported a post op bile duct leak. There were no patient consequences. Case completed with another device of the same product code. One device will be discarded.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4): information is unavailable; device was not returned for evaluation.